Event description:
An (B)(6) female aaa case. Pt had extremely small, calcific, tortuous iliacs as discussed prior to procedure with physician and gore rep. Dr (B)(6) (vs) and dr (B)(6) (vs, ir) performing procedure but pt was dr (B)(6). Access obtained via cutdown. Arteriogram reveals extreme disease in both vessels with right iliac being most significant measuring 3.6mm at smallest diameter. Solopath 1935 advanced in rt iliac successfully with some resistance. Balloon dilator inflated slowly for appropriate time then deflated and removed. Residual indentation of sheath at 3.6mm calcification noted on injection of contrast and 7mm fox plus balloon used to inflate residual stenosis inside sheath. F/u injection of contrast reveals smooth edges of sheath and gore 28.5mm endurant main body inserted thru solopath sheath after lubrication with propofol to ease insertion. Graft advanced with moderated difficulty but successfully placed in aorta. Solopath sheath pulled out of pt about 10cm to allow graft to be unsheathed. Pt began to have ectopy soon after graft placement and steadily lost blood through valve on solopath as well as around the arteriotomy. Because of tortuosity in aorta a significant amount of time was spent repositioning the graft and the solopath was in place approx 2 hrs when a decision was made to remove the solopath and replace it with a smaller 12f dry seal sheath (gore) in an effort to allow perfusion to the right leg. While trying to withdraw the solopath dr cooke tried to rotate the solopath to test resistance but no rotation occurred. The sheath appeared to twist on itself. Dr then tried to remove sheath very slowly but it only came out a few centimeters more. The pt began bleeding suddenly and profusely at the arteriotomy and dr cooke felt the artery had likely torn and pt hemodynamics began to digress quickly. Pt was opened surgically emergently and ilio femoral graft was placed until pt could be stabilized. After pt was stabilized the contralateral limb of aaa graft was placed successfully in the left iliac and the right ilio femoral graft was completed. Pt was stable at end of procedure and would be observed for continued stability for 48hrs. Dr (B)(6) estimated the pt had lost approx 1700cc's of blood prior to surgical intervention." The report also listed the following devices/equipment used during the procedure, which were introduced through the solopath sheath: "glidewire, amplatz wire, pigtail catheter, fox plus balloon (abbott), gore endurant 28.5mm graft".

Manufacturer narrative:
Eval results and conclusion: our internal investigation determined that based on the observations made above the potential root causes for the difficult sheath removal and eventual vessel avulsion may be attributed to an oversized sheath and in conjunction with the "extremely small, calcific, tortuous iliacs", may have caused the sheath to become lodged within the vessel causing damage when removing the expanded sheath. The vessel had a 3.6mm structure versus the solopath expanded sheath diameter of 22fr, or 7.3mm. The physician acknowledges the conditions surrounding the case were very difficult and he does not blame the product for the outcome. A specific root cause for the device failure to maintain adequate hemostasis was related to a minor damage in one of the valve seals. However, the cause of the damage could not be specifically identified. The valve seal may have been overly stretched and torn during the introduction and removal of the many devices passed through the hemostasis valve. These potential root causes are consistent with the potential failure modes of this device, which have previously been identified, addressed, and mitigated by thorough device qualification testing during the design eval. However, it should be noted that it is highly recommended for the user to reference the product's "instructions for use" which states that "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen." Referencing the "instructions for use" prior to use will help identify the appropriate procedural steps and size selection in order to achieve optimum device performance. Regarding the hemostasis valve, due to the fact that it is not possible to determine specifically when the damage to the valve seal occurred onset is unable to identify any corrective action at this time. Nonetheless, as a precautionary measure, onset is currently evaluating potential enhancements to the hemostasis design in order to mitigate any future occurrences. Add'l details surrounding the case were received on (B)(4) 2012 via email from (B)(4) (terumo's (B)(4)). The email read: "I was able to speak with (B)(4) just after he met with dr (B)(6) on friday afternoon to f/u with the solopath case that generated a ppr. First and foremost, the dr says the pt is going fine the overall summation of the meeting was that it was a [difficult] pt and [difficult] situation and he doesn't blame the product. In explaining what he feels occurred during the procedure he thinks after the delivery system for the aaa graft was removed the stenosis likely returned causing the indentation in the sheath again which he believes is where the artery tore on the way out."